Manufacturer narrative:
Other applicable components are: product ID: 977d260, lot# va18f6a004, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from the healthcare professional (hcp) reported that the stylet malfunctioned.

Manufacturer narrative:
Analysis of the stylet found no significant anomaly. The wire was bent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.